Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 40mg/dl. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings were correct. Troubleshooting indicated that were extra bolus records. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2017 with the following findings: unable to duplicate the complaint. The black box shows the pump was manually suspended on (B)(6) 2017 19:53; deliveries never resumed. A replace cartridge alarm was recorded on (B)(6) 2017 03:44; deliveries resumed at 05:47. Manually suspend on (B)(6) 2017 16:53 & manually resumed at 18:53. Manually suspend on (B)(6) 201714:17& manually resumed at 14:53. The pump was exercised for 24 hours; no extra boluses were delivered or recorded in the pump history during this time.. Manually performed a 10u normal bolus and a 10u audio bolus successfully and both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on keypad. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or alarms occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.